Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es read write error occurred with the half height cubie drawer. The customer reported that users were unable to remove medications while attempting to issue medication to a patient and there was no delay as the medication was available in additional devices. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 28-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating of the actual device used in this incident, it was determined that the half-height cubie drawer 6-1 had all cubie pockets failed, not detected on the bus due to component issue. A field service engineer found that retractor band was unplugged from the module controller, so engineer reseated the retractor band, row board cable, and ribbon cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.